Event description:
The ge oec 9800 fluoroscopy system was slow to respond.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective hard drive that was removed and replaced with the software re-loaded. The sys was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.